Event description:
Per the audiologist, the patient experienced pain and swelling at the abutment site. On (B)(6), 2013 patient was prescribed bactrim ds (dosage and duration not reported). On (B)(6) 2013, the patient again reported pain at the abutment site and an area of granulation tissue was cauterized with silver nitrate.

Manufacturer narrative:
It was reported that the patient experienced tenderness and inflammation around the abutment site and was prescribed a second course of bactrim ds for two weeks (date and dosage not reported). This report is filed october 24, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.